Event description:
At the end of the case the bed was raised by the anesthesiologist and continued to raise to full height even when the button was no longer depressed. The patient was intubated and luckily there was enough circuit tubing to go that high. Also luckily we were not on bypass as that would have probably decannulated the patient. Manufacturer is developing a design change to mitigate the problem.